Event description:
Caller states taht he inserted a new strip and without adding blood, the device produced a reading of lo. No actions taken based on lo result. No treatment received. Requested return of suspect device and replacement was sent.